Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 07/06/2016 with the following findings: during a review of the black box data, evidence of call service 064 alarms was observed. During testing, the pump emitted the 064 alarm. Evidence of moisture was found on the motor flex connector; the motor was inoperable due to this. The pump failed a display lens leak; moisture was observed on the display and on the boards.